Event description:
It has been reported that the hospital returned broken instrument. No information regarding patient injury or delay in the procedure was provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. The instrument has been in the field for approximately 5 years and 6 months and evidently used repeatedly leading to structure weakening. The most likely cause of the device malfunction was wear and tear over repeated usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument is broken.